Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced suspected peritonitis manifested by cloudy pd effluent. The cause of suspected peritonitis was not reported. It was not reported if the patient was hospitalized for the event. One day after event onset, the patient was treated with injection ceftazidime (500mg, stat, intraperitoneal, one dose) and injection vancomycin (500mg, stat, intraperitoneal, one dose) for suspected peritonitis. At the time of this report, the patient was recovering from cloudy pd effluent; it was reported as "unknown" if the patient recovered from suspected peritonitis. Pd therapy was ongoing. No additional information was available.